Event description:
It was reported the patient flew on a plane and later observed impaired therapy efficiency. The patient had less than 50% therapy relief. The patient reportedly was now on ¿medical treatment¿ and took promedol 20mg intramuscular three to four times per day and analgin and diphenhydramine, because the promedol wasn¿t enough. It was reported the ¿patient was suggested¿ to perform an x-ray. It was reported ¿the patient was suggested to make a revision of the catheter and pump be x-ray in local hospital. When we get this data we¿ll continue to resolve the problem.¿ the patient¿s status at the time of this report was ¿alive- no injury.¿ the device system was used to deliver ¿morphin hydrochloride.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # unknown, implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was getting a 500 mcg/ml concentration at 199.84 mcg/day which had been very effective for the patient; "he even didn't need any boluses". No troubleshooting had been done because "patient cannot move after coming back to (B)(6), he lose a lot of blood every time he stand up; caregivers and relative refused to transfer him in the nearest hospital". The pump was interrogated and "gave a signal of refill on time" and showed no pump related malfunction messages like low battery reset, motor stall, or eri. It was noted that the "patient isn't able to come to (B)(6) for refill procedure. He refuses to do it. He was agreed to come to (B)(6), he signed all the documents before the implantation. His disease is too serious and hard". The pump will not be explanted. The patient did not turn the pump off while traveling. The patient did pass theft gates at the airport. "There is no possibility to interrogate the pump, the reasons are clear. After all attempts to convince the patient and his relatives to interrogate pump or come to (B)(6) they refused to do it. He prefer to take medications. Physicians can only make a conclusion that he needed to increase a concentration and daily dose after the first month of the therapy."